Event description:
Customer reported via phone call that the insulin pump had audio beep failed alarm. The customer¿s blood glucose level was unknown. The insulin pump will be returned for the analysis.